Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2019. According to the complainant, the dart came off from the capio suture. It is unknown if this occurred inside the patient and if or how the detached dart was removed from the patient. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The voluntary user medwatch number is 0502950000-2019-8016. The complaint device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2019. According to the complainant, during procedure, the physician deployed the device and had difficulty removing it from the patient. When the device was removed, it was noticed that the dart was missing. It is unknown if or how the detached dart was removed from the patient. Furthermore, the event of difficulty removing the device from the patient most likely suggests that the carrier failed to retract. Should additional relevant details become available; a supplemental report will be submitted.